Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had noise. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.